Event description:
It was reported that the patient had a gradual loss of stimulation. The patient experienced less than 50% therapy relief at the lead location. The physician advised reprogramming the patient, but the patient wanted to proceed with the explant. The device was explanted.

Manufacturer narrative:
Concomitant medical products: product ID 3888-33, lot# v643872, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead; product ID 3487a-56, lot# va00dgt, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3888-33, lot# v993052, implanted: (B)(6) 2013, product type: lead; product ID 3487a-56, lot# v829963, implanted: (B)(6) 2013, product type: lead; product ID 3487a-56, lot# va00dgt, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead; product ID 3487a-56, lot# v829963, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the ins determined no significant anomaly. The ins battery had a reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery; the total recharge count prior to receipt in the analysis lab was 17. The last recorded recharge session done while the device was implanted was on (B)(6) 2014. The device was recharged for 1 hour and 18 minutes. The battery charged from 3.735v to 3.845v. The parameter trend diagnostic section of the trace report shows patient usage after this recharge session. The battery discharged to the lock mode on (B)(6) 2014; there are 3 total lock counts. Analysis of the lead, lot # va00dgt, determined no significant anomaly. The body of the lead was cut through or segmented. Analysis of the lead, lot # v829963, determined no significant anomaly. The body of the lead was cut through or segmented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed conclusion: no longer applies to this event.